Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at this implant procedure, a threshold measurement of less than 1v was noted during a manual threshold test. However, failure to capture was noted despite maximum device outputs during the automatic threshold test. Data from the patient's remote monitoring system post implant recorded loss of capture at 0.8mv. No adverse patient effects were reported.